Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that following implantation there was a tear and moon shape defect in/on the iol. The healthcare facility reports that the patient experienced visual impairment/disturbances as a result of the tear/defect observed to the iol. The patient underwent an additional surgery whereby the rayone aspheric rao600c was explanted and exchanged. The healthcare facility confirms that explantation and exchange was performed without complication and without injury to the patient. Post-operatively, the patient has been confirmed to be doing well and sees at 6/6. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone aspheric rao600c batch 063218134 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms that this is an isolated event. No other incidents, of any type, have been received against the rayone aspheric rao600c batch 063218134. There is insufficient evidence and information available to establish root cause in this case.

Event description:
On 5th july 2024, rayner received notification from its a healthcare facility in south africa of an event that occurred during use of a rayone aspheric rao600c. The event description provided states that following implantation into the eye there was a tear and a moon shaped defect in/on the iol.